Event description:
It was reported that this right ventricular lead exhibited noise and high out of range impedance measurements. Due to this a lead safety switch was triggered. A ring conductor fracture was determined to be the cause of this. Reprogramming of the device was performed and a lead revision was deemed necessary. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited noise and high out of range impedance measurements. Due to this a lead safety switch was triggered. A ring conductor fracture was determined to be the cause of this. Reprogramming of the device was performed and a lead revision was deemed necessary. This lead was replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.